Event description:
During a routing device exchange, increased capture thresholds and decreased sensing were observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve this event. The patient was stable.